Manufacturer narrative:
Due to character limitation in e1 for event site name, (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit it was observed an abnormality in the height of the augmented arterial pressure waveform. There was patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and reproducibility was not observed. Using a trainer, the sensor pressure was displayed and a running test was conducted, as well as an optical fiber. All functional and safety test performed and passed.